Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the nature of the issue was related to the performance of the device. A technical support specialist confirmed that the customer manually rebooted the affected devices and the station was reported as having improved performance. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the pyxis medstation es system, it was delayed in populating patient profiles. The customer stated that the patients were quickly registered and profiles were populated on other machines, but there was a delay with this specific device leading to delays in patient care. There were no adverse events or injuries reported based on this event.